Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gast rointestinal/pelvic floor. It was reported that patient had first revision done a year ago in 2016 because intestim slipped out of the sleeve that doctor put it in. Patient indicated interstim kept flipping because she lost so much weight and it flips all the time every time she sits down. There were no further complications that have been reported as a result of this event